Event description:
It was reported that a user experienced a pairing failure of a dexcom g7 sensor to the ilet device, while the phone displayed a sensor warmup; the user was instructed to toggle cgm type from g6 to g7, reenter the pairing code, and wait for pairing, which constitutes troubleshooting and user education for connectivity. Symptoms included no clinical effects. Outcomes included no impact beyond temporary loss of cgm data on the ilet. Investigation included review of use and troubleshooting steps with the user. Investigation of this case revealed a suspected communication or pairing issue between the cgm and the ilet consistent with a connectivity problem, with no evidence of hardware damage. It was concluded, based on previously established findings for similar reports, that the cause was likely user setup or transient communication interference.